Event description:
It was reported a left knee revision was performed due to subsidence and loosening of the left tibial baseplate.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for the results of our investigation. (B)(4).